Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged from 160 mg/dl to 600 mg/dl. Reportedly, pump supplies were changed, and insulin delivery was resumed to address the occlusions and elevated bg. Customer continued to use the pump for insulin therapy.